Event description:
A customer called baxter corporate product surveillance to report an intermate in which the balloon reservoir burst. According to the report, as the balloon was being filled, it burst when it was half-way filled. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During the visual inspection the ruptured bladder was confirmed. The sample was microscopically examined, but a root cause for the rupture could not be identified.